Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received pump error 25. Customer's blood glucose value was 120mg/dl. Customer stated that customer received a low battery alert prior to the replace battery now alarm. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error detected, replace battery now alarm and low battery alert due to j6 connector resistance issue.